Event description:
The manufacturer received information that a bipap a40 device was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the bipap a40 at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e-20, indicating defective eeprom. The technician recommended replacing the device's pca to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust and tobacco contamination present. No repair was performed. The device is to be scrapped by the service center after the evaluation was completed.